Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's insulation layer was cracking. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage to the instrument was first observed after it was removed from the patient. The observed damage included exposed wire due to damaged insulation. It is unknown whether the cable was intact or broken, and it could not be confirmed whether there was any loss of cautery associated with the damaged cable. The presence of thermal damage at the site of the insulation damage is also unknown, as the instrument was returned. The procedure was completed using a backup instrument.